Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having a concern that their top 2 front teeth have not straightened as expected/illustrated. The patient stated that the bottom teeth are not aligned, and one is consistently loose, so they feel hesitant to continue to try to move them. The patient also indicated that "I would like my upper front two teeth straightened. I don't feel like it's safe to continue with lower teeth since they are loose." Additionally, the patient said that "I stated very clearly the history of periodontal disease and was never a proper candidate for care. Now I have loose teeth. I want a refund."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.